Event description:
A valiant captivia stent graft system was implanted in zone 2 in patient for the emergent endovascular treatment of a traumatic rupture at the isthmus level (multi-traumatic patient). The proximal aortic neck was 21 mm in diameter with a length of 15 mm and parallel sides. The distal neck was 18 mm with a length of 187 mm and parallel sides. The patient presented with back pain and was admitted. It was reported that the stent graft was successfully implanted and intentionally covered the lsa completely. A CT with contrast one day post implant showed there was stent graft abnormality ¿ proximal malposition ¿bird beak¿. No intervention was performed. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: failure to follow instructions (implanting a closed web device as the proximal device).

Event description:
Review of a single returned CT image (single slice) from 1 day post-implant revealed that a single thoracic stent graft (likely a valiant) was positioned within the thoracic arch. The inner curvature of the proximal bare spring was not fully opposed to the inferior vessel wall; the bare spring was angulated inward approximately 30deg. There was no scale on the image so measurements could not be made. No other stent graft integrity issues were seen, and additional images of the bare spring were not provided. The cause of the bare spring malposition could not be determined from this single image provided.